Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to infection. Additional information received reported that the infection cleared up and they just finished implanting the implantable neurostimulator (ins). It was noted that the patient seemed to be doing very well. Additional information received reported that the culture was positive, but the reporter did not know the organism. It was noted that the infection was limited to the pocket site in the chest. It was noted that battery implanted today was tunneled to a newly created pocket in the right lower abdomen.

Manufacturer narrative:
Concomitant products: product ID 3986a60, lot # n339866, implanted: (B)(6) 2013, product type lead; product ID 3986a60, lot # n339807, implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3986a60, lot# n339866, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a60, lot# n339807, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported there were perioperative antibiotics administered. The patient did not have meningitis. Signs and symptoms of the infection included redness and swelling. Primary location of the infection was the device pocket. A culture was obtained from the device pocket. The type of organism cultured was staphylococcus aureus. Treatment instituted for the infection included oral antibiotics, intravenous antibiotics and total device system explant. Patient outcome was the infection resolved. It was noted that risk factors for the patient prior to implant included corticosteroid use. Additional information received reported the cause of the event was the infection. The implantable neurostimulator, lead and extension were removed. Patient had required hospitalization was a result of the event and the patient had recovered without sequelae.